Manufacturer narrative:
(B)(4): a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported serial number was performed and concluded there were no other complaints reported for this serial number. Based on the evaluation conducted, no definitive root cause could be determined.

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a radiofrequency ablation procedure performed on (B)(6), 2012.according to the complainant, during the procedure, they lost radiofrequency power. After cycling the system power twice, they were able to proceed with the procedure. No error codes were reported. The ablation procedure was successfully completed using this generator. There were no patient complications reported as a result of this event.despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.